Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button nonfunctional) was confirmed. Upon investigation the rear response button was intermittent in function. The root cause for the intermittent response button was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not respond when he pressed the response buttons. The pt was issued a replacement monitor.